Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip open inability ¿ (B)(6) could not be confirmed via returned device analysis. Additionally, the clip introducer pebax material was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported difficult to open or close (clip open inability ¿ anatomy) could not be determined as the issue was not identified in device analysis. The observed torn clip introducer appears to be related to post-procedural handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and unable to open. The clip was removed from the anatomy and troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and replaced. It was noted the clip introducer two new clips were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information was received from the device return analysis stating the clip introducer of the xtw clip was observed to be torn. No additional information was provided.